Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a crack at the connection site was confirmed. Visual inspection observed that the male luer spin collar on the suspect primary set had two cracks approximately 0.3205 and 0.2540 inches long running parallel to the direction of the fluid flow. Further visual inspection of the damaged component under magnification observed there were no whitish colored scratches or stress markings around the cracks. Functional testing showed that the suspect primary set ran with no issues observed. The root cause of the observed cracks on the primary set¿s male luer spin collar was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when connecting an unspecified chemotherapy tubing to the patient IV the user "heard a noise and noted a crack at the connection site. The user is not certain how long the tubing has been in use. There was no report of patient harm.